Manufacturer narrative:
(B)(4). The homechoice was returned and the evaluation is ongoing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A visual internal and external inspection and fluid was observed inside the machine on the digital board, power entry module, power switch, and door pump. A rite functional test was performed and the device failed the buttons verification step. A rite electrical test was performed and the device failed the earth leakage step. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. The direct cause of the problem was fluid damage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed rite (returned instrument test/evaluation) testing for the earth leakage current test. Device failed during evaluation, no patient involved.